Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product codes: gxl and hxx. H3, h4, h6 the item was previously returned for service on 28-dec-2023 due to motor failure. The device is found with discolored wired and rust in the motor, debris on internal components . The rotation failed in all 3 steps (fast forward 261rpm, forward 190 rpm, reverse 261 rpm). He cause of the issue is unknown. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Part: 05.000.008. Synthes lot: 008082. Supplier lot: 008082. Release to warehouse date: dec 13, 2021. Supplier: triangle manufacturing. No non conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on dec 28, 2023, during weekly audit of equipment, the hand piece for battery powered driver fast and med speed did not work. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. This report is for one (1) hand piece for battery powered driver this is report 1 of 1 for complaint (B)(4).